Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and 1 day of hospitalization. The pneumothorax was discovered via chest x ray after the procedure, and measured 3 centimeters in diameter. The target nodule was in the right middle lobe, lateral segment, about 14 millimeters (mm) in size. Instruments used during the procedure included a 21g flexision biopsy needle, followed by a 1.1 mm cryoprobe. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed via c-arm fluoroscopy. Biopsy of the nodule revealed a diagnosis of non-small cell lung cancer. The physician believed that either the 21g flexision biopsy needle or cryoprobe might have caused the pneumothorax. As per the physician, the pneumothorax could have likely occurred via another modality. The procedure was completed as planned with no delays. There was no device malfunction associated with the event. The patient is currently at home and doing well.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. Per an intuitive surgical, inc (isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time.